Event description:
It was reported that the patient had a perforated intestine. Patient had ileus and had mesh explanted. Ring was found to have pierced the intestine. In-dwelling period was 912 days.

Manufacturer narrative:
The subject product has not been returned for evaluation to date. Therefore, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.